Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose in the 30 to 79 mg/dl range at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed a displacement test. The customer alleged pump over delivery. The customer had lows in the 20 mg/dl range with another pump on an unknown date. The customer stated they are a brittle diabetic. The insulin pump will be returned for analysis.